Event description:
While performing a cardiac cath, physician was unable to place stent. A decision was made to remove the stent. Had difficulty removing the guide catheter, guide wire and stent system all at the same time. The proximal portion of the stent was noted to be deformed.